Event description:
The doctor performed a low anterior resection. Initially, the pt was fine and the anastomosis was checked. The procedure went well. Ten days post op, the pt was opened to close a leak.